Event description:
A customer contacted baxter canada regarding a home patient (hp) in change program menu and wanted to get back to stopped drain 6 of 6, which occurred on the homechoice (hc) during drain 6 of 6. The drain volume (dv) was 4200 ml. The fill volume (fv) was 2000 ml. The technical service representative (tsr) had the hp press stop and then helped the hp bypass to the last fill. The hp use 2.5%, 4.25%, and 7.5% fluid during therapy. The hp stated that they have an hc with 10.21 software and did not want to swap the hc and they had severe drain pain and had an hc with 10.4 software and they could not deal with the drain pain so their registered nurse (rn) got an hc with 10.21 software. The hp would call their rn regarding the large drain. The total ultra filtration (uf) was 0 ml. During trouble shooting with the tsr, it was discovered that the hp advised of iipv symptoms of either feeling full, bloated, or overfull. The solution to this issue was provided over the phone and a swap of the device was not necessary. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report. During a follow-up with the home patient, he advised that he has only been on pd for a few months, and is quite new. Patient had lupis that caused kidney failure. Any diabetes he was advised by his doctor. Was mostly drug related, prednisone, and hasn't had to have insulin for weeks now. He advised that in regards to having the drain pain and symptoms of full/overfull, he advised that overall, he's not felt any more uncomfortable then when he was on hemo, or on capd (twin bags). He advised that he has been having conversations with his pd unit rn about how to better use the different strengths of solutions in regards to his drain pain, and large drains. He advised that at the time he was using mostly 4.25% dianeal solution, so he was draining a lot. He advised that now he knows 4.25% will drain more than he thinks, and that having edema just compounded the issue. He confirmed he's had edema for years, since 2005 he believed. He advised that he has dropped down to using 2.5% bags, seems to be better. He did not make any allegations against any baxter product/device for having caused the drain pain/ iipv (large drain).

Manufacturer narrative:
(B)(4). This complaint for an iipv in an adult was confirmed based on the reported drain volumes; however, no root cause could be determined. This issue is being investigated through CAPA.

Manufacturer narrative:
(B)(4). The sample was not returned to baxter, therefore no evaluation or batch review could be performed. A follow-up report will be filed should additional information become available.